Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to connect their glucose monitor to their pump but they kept receiving a message that said that their transmitter was not compatible to their pump. Their blood glucose was 4.1 mmol/l. The self-test was attempted twice and both times the customer stated that they received the same pump error alarms. They also mentioned that their pump has a crack in the battery compartment. During troubleshooting for the pump error alarm, the customer said that the alarm did not occur during the rewind/load reservoir/ fill tubing process. The customer was advised to check her pump settings for accuracy and to remain disconnected. They were advised to program a normal bolus in the air to determine if the delivery is successful and they said the bolus amount was recorded in the daily history. They were advised that the pump needed to be replaced and to revert to the back-up plan per their doctor¿s orders. The insulin pump will be returned for analysis.